Manufacturer narrative:
Per customer, " after the vents are cleaned and set up again. We run an sst test before placing them to be used again. The circuit didn't pass the test."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per customer, " after the vents are cleaned and set up again. We run an sst test before placing them to be used again. The circuit didn't pass the test.".